Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial undersensing/no atrial sensing. Analysis of the device memory indicated atrial pacing capture threshold was elevated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope and had received inappropriate therapy. The right ventricular (rv) lead exhibited t-wave oversensing (twos), high thresholds, and a loss of capture. The right atrial (ra) lead exhibited undersensing (unable to measure p-waves), high thresholds, and a loss of capture. It was also noted that there was possible high left ventricular (lv) lead threshold. The rv lead was reprogrammed, and the rv lead and ra lead were subsequently explanted and replaced. The lv lead remains in use. No further patient complications have been reported as a result of this event.